Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion due to a loose and flush drive support disk. The alarm for the loose drive support disk could not be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
Customer's mother called stating that customer's insulin pump keeps alarming while she is changing out her infusion set. Customer's blood glucose level is 148 mg/dl. Insulin is squirting out during the manual prime process. The device was not bumped or dropped before the alarm. The drive support cap appears normal. It was explained to customer that the possible cause of the alarm was that during seating the force sensors did not detect the reservoir. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.